Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The charge time was 0.4 seconds. The patient presented in clinic and a manual maintenance test was performed which indicated that the charge time was normal. No further intervention was performed. The device will continue to be monitored. The patient is in stable condition.